Event description:
Additional information received reported there was no cause of the event. The patient had multiple reprogramming sessions, optimal s timulation parameters but symptoms persisted despite optimal treatment. The patient experienced persistent symptoms with urgency. Patient did not require hospitalization due to the event. Additional information received reported the cause of the event was the patient¿s symptoms were no longer responsive to stimulation. It was noted there was no adverse event with the device and no abnormal implantable neurostimulator (ins) function. There was no patient injury.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient had her device removed this past monday due to it not working and because she was not able to have an MRI. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v727845, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).